Manufacturer narrative:
Product event summary: the analyst noted the full delivery system was returned with the device intact in the device cup. The analysis indicated that the delivery system tether lock housing leaks. The delivery system outer shaft was kinked/buckled. The inner boss of the delivery system was loose. The bond of the inner boss of the delivery system released from the inner shaft. The bond on the tether lock housing on the delivery system released. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg) when the physician plugged the flush into the flush port, the liquid came out through the handle and buttons in the handle of the delivery system. The delivery system was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.